Event description:
It was reported that the customer went to the emergency room (ER) due to blood glucose (bg) level of 1000 mg/dl and trace ketones. Bg was treated with intravenous insulin and saline. Reportedly, customer left the ER 5 hours later with the issue resolved and no permanent damage. The customer alleged the pump had an unspecified malfunction; however, system check with tandem technical support showed the pump was functioning as intended. Additionally, customer reportedly started menstrual cycle and believes this contributed to the event.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.